Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump would not detect the pressure increase in the transfer set; some videos demonstrate a visible pressure buildup in the set (closed-off vent on drip chamber) without triggering an alarm.